Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, redness, infection and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professionals reported approximately 2 weeks after injection in the cheeks with juvederm voluma xc and concomitant injection of juvederm ultra xc in the temples and lips the patient developed "tenderness, redness, infection" and swelling at the left cheek. Patient was subsequently prescribed cephalexin, clarithromycin, and minocycline by another physician. The injecting healthcare professional stated there was no complaint against the juvederm ultra xc; the patient's symptoms were due to the juvederm voluma xc. The patient has since contacted the healthcare professional and said they were "fine."